Event description:
Medtronic received information regarding a navigation system during a cervical spine procedure. It was reported that the surgeon was using navigation for a c4-c7 posterior cervical fusion (pcf) and said that navigation was inaccurate by 2-3mm. This was said after he had been working for about an hour. He successfully made pilot holes for his lateral mass screws at c4-c6 and pedicle screws at c7. He accurately placed his c7 pedicle screws with navigation. After using the navigated midas to decompress and do his laminectomy, he noticed and said that navigation was ¿off in a couple places¿. The medtronic representative (rep) explained that slight inaccuracies could be experienced after he did a decompression/laminectomy because the anatomy had changed from the initial navigation spin. The surgeon felt that he hadn't done enough to really change that much. The rep offered to do another spin to finish the lateral mass screws but the surgeon said he was fine because the pilot holes were already done. Navigation was aborted for the remainder of the case. Lateral mass screws were placed using flouro. A system check out was completed with a spine model spin and accuracy verified with screws. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.0.1. H3, h6: system service was completed and no failure was found. B01, c19, and d14 are applicable. H3, h6: no software data has been received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: h3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.